Event description:
During patient use, the autopulse platform (s/n (B)(4) stopped compressions and powered off multiple times. The customer claimed that the autopulse platform did not display any fault code or error messages. The clinicians switched to manual CPR. No consequences or impacts on the patient.

Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4) stopped compressions" was confirmed in the platform's archive data but was not confirmed during functional testing. The reported complaint that "the autopulse platform powered off multiple times" was not confirmed in the archive data or during functional testing. No device malfunction was found, and the autopulse platform functioned as intended. Visual inspection of the returned autopulse platform revealed a broken battery lock, unrelated to the reported complaint. The observed physical damage is characteristic of harsh impact due to user mishandling. The battery lock was replaced to address the issue. The platform was further examined and unrelated to the reported complaint, the power distribution board (pdb) revision level was below 6, attributed to the age of the platform. The pdb was updated to the current revision. The autopulse platform was manufactured in january 2009 and is over 13 years old, well beyond its expected service life of 5 years. A review of the archive data revealed that the autopulse platform was deployed to perform chest compressions on (B)(6) 2022, and again on (B)(6) 2022. Based on the archive data, on (B)(6) 2022, the autopulse platform displayed user advisory (ua) 17 (max motor on-time exceeded during active operation), followed by warning 1 (low battery warning) and stopped compressions. The customer re-started the autopulse, and the warning 1 error message was cleared. User advisory 17 error followed by warning 1 message indicates that the battery had a low capacity, and the platform functioned as intended. The archive data shows that the autopulse platform stopped compressions a few more times due to ua17 advisory messages. The autopulse did not reach the target depth within the specification. This might have been due to the size and the stiffness of the patient's chest. However, the archive showed on (B)(6) 2022, the platform deployed multiple sessions and performed several thousands of compressions without any error or fault. Based on the archive data, the platform did stop compressions multiple times during active operation, but it did not shutdown unexpectedly. The customer powered off/on the device to try to get the autopulse to function. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted, or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform passed the initial functional test without any fault or error. During troubleshooting, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. During further testing, the autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known-good test batteries. The platform passed the test without any issues, and the customer's reported complaint was not replicated. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error.